Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: 1-black box shows no evidence of short battery life, multiple ¿cs128-fb80/0088¿ alarms on (B)(6) 2017. Battery compartment and cap are undamaged and able to fit securely. Abb cover and slug are detached and missing. The 2-¿ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, moisture corrosion was found to the rtc circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.